Event description:
It was reported that an infusor patient control module (pcm) leaked from the back side of the pcm chamber. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: in order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, this event was reported to have occurred in (B)(6) 2014. Device was manufactured november 21, 2013 to november 25, 2013. Evaluation summary: the sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During a functional leak test, a leak was observed at the corner of the reservoir. The cause of the leak is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.